Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for three patient samples tested for hdlc3 hdl-cholesterol plus 3rd generation (hdl) on a cobas 8000 c 702 module (c702). The erroneous initial results were reported outside of the laboratory to the doctor. The samples were repeated on an unknown analyzer and the repeat results were believed to be correct. The first sample initially resulted as 9 mg/dl and repeated as 46 mg/dl. The second sample initially resulted as 13 mg/dl and repeated as 49 mg/dl on (B)(6) 2017. The third sample initially resulted as 7 mg/dl and repeated as 39 mg/dl on (B)(6) 2017. No adverse events were alleged to have occurred with the patients. The hdl reagent lot number was 16307001, with an expiration date of 04/30/2018.

Manufacturer narrative:
The field service engineer determined that a probe was misaligned. He re-aligned the probe to the wash station. He adjusted the reagent wash volumes and rinse volumes. The customer ran quality controls and these were within range. Precision studies were performed. The field service engineer later replaced a degasser and reagent probes. He performed alignments. The customer successfully ran calibration and quality controls; all were within the customer's established ranges. No abnormal complaint trends have been observed over the past 90 days with relation to the degasser and probe parts replaced by the field service engineer. (B)(4).